Event description:
A pca ii pump was set at an unknown rate to infuse medication to a patient with unknown demographics. Customer reports that the pump exceeded the total amount allowed to infuse by giving the patient an additional dose of medication before alarming "exceeded limit" and "locking out." Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient demographics, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional information is available.